Event description:
During a ptca procedure, the quantum maverick monorail balloon ruptured at 12 atms on the initial inflation. The lesion being treated was a calcified and 99% stenotic lesion of the lmt. This balloon was being used for dilation after rotational atherectomy a 7fr medkit introducer sheath, a zuma2 ebu 3.5 guide catheter, a runthrough ns 0.014 guide wire and a cypher stent were also used in the procedure. No pt injuries or complications were reported. Patient status is listed as "good."